Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -4.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a longer length lens due to low vault. The exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
Claim# (B)(4).